Event description:
It was reported that on (B)(6) 2025 a patient presented with grade 4 functional mitral regurgitation (mr) and an enlarged right atrium for a mitraclip procedure. During the procedure the first mitraclip was implanted successfully. A second mitraclip was attempted to be placed. After the insertion of the clip, while performing the gripper check it was determined that one of the grippers could not lower. Trouble shooting efforts were not successful, the clip was removed. A new mitraclip was implanted successfully. The mr post-procedure was grade 1-2. There were no adverse patient effects or clinically significant delay.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported single gripper actuation issue was not confirmed via device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the cause of the reported single gripper actuation issue, observed bulky and frayed gripper cover were unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.